Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: cabling was incorrect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was instructed to check the cabling. The second monitor was connected to the video system center (cv-190) serial digital interface (sdi) in port. The customer was instructed to connect to the sdi out port which resolved the issue. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on the 2nd display while using the video processor. There were no reports of patient harm.